Event description:
It was reported to philips that the device restarts every time the charge buttons comes on. There was no patient involvement.

Event description:
It was reported that the device restarts every time the charge button comes on. There was reportedly no patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which the rse(remote service engineer) that the battery pca(printed circuit assembly) pins are good but the battery was not fully charged in order to run operation test. Upon conclusion of the evaluation, it was determined that this was a malfunction caused by not fully charged battery, which was recommended to fully charge, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.